Event description:
Bayer case number: (B)(4). Heavy menstrual bleeding, ademyosis, very severe joint pain, insomnia, hearing loss of more than 40% in each ear, hearing aids in both ears, weight gain. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 32 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), adenomyosis ("ademyosis"), arthralgia ("very severe joint pain"), insomnia ("insomnia") and hypoacusis ("hearing loss of more than 40% in each ear, hearing aids in both ears") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure) and non-drug therapy (hearing aids in both ears). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, adenomyosis, arthralgia, insomnia, hypoacusis or weight increased. The reporter commented: patient¿s current status: heavy menstrual bleeding / ademyosis, very severe joint pain insomnia. Hearing loss of more than 40% in each ear, hearing aids in both ears, weight gain actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding]. Ademyosis [adenomyosis]. Very severe joint pain [joint pain]. Insomnia [insomnia] . Hearing loss of more than 40% in each ear, hearing aids in both ears [partial hearing loss] weight gain [weight gain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-jul-2025. The most recent information was received on 14-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 32 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), adenomyosis ("ademyosis"), arthralgia ("very severe joint pain"), insomnia ("insomnia") and hypoacusis ("hearing loss of more than 40% in each ear, hearing aids in both ears") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure) and non-drug therapy (hearing aids in both ears). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, adenomyosis, arthralgia, insomnia, hypoacusis or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.